Event description:
End user called to complain that the device was not testing its calibration. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.